Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient reported he underwent a water vapor therapy procedure on (B)(6) 2019. After four years from his water vapor therapy procedure, he is still experiencing retrograde ejaculation. His physician told him the retrograde ejaculation would fix itself, but it still has not resolved. The patient is wondering if he should be concerned regarding the retrograde ejaculation. It was advised to him that he should reach out to his physician for further discussion.

Event description:
It was reported that a patient reported he underwent a water vapor therapy procedure on december 6, 2019. After four years from his water vapor therapy procedure, he is still experiencing retrograde ejaculation. His physician told him the retrograde ejaculation would fix itself, but it still has not resolved. The patient is wondering if he should be concerned regarding the retrograde ejaculation. It was advised to him that he should reach out to his physician for further discussion.